Event description:
It was reported that the patient's implantable neurostimulator read >2000 ohms on some of the unipolar pairs following implant. Electrode impedance showed case with 0, 1, 2, 3 all >2000 ohms and <7ma. An x-ray was suggested with a recheck on the impedances. Additional information has been requested, but was not available as of the date of this report.